Manufacturer narrative:
No conclusion can be made. The information provided was limited and the contact was not willing to provide additional details. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. The instructions-for-use provides instructions on the appropriate technique to be used when removing the frame from the abdomen: removal of echo 2¿ positioning system frame: remove the atraumatic clamp or hemostat from the hoisting suture and, external to the patient, cut the center hoisting suture close to the patient¿s skin. Begin removal of the echo 2¿ positioning system frame by grasping one of the designated points indicated by the ¿remove¿ symbol or anywhere along the green removal indicator line on the frame. Removing from any other location is not recommended. Begin pulling the positioning system off the mesh in one smooth motion. The connectors that attach the frame to the mesh will detach one-by-one from the mesh. Maintain constant visualization and ensure no tissue or organs are caught while removing the frame through the trocar. Never remove the device from the center frame struts. Note: the echo 2¿ positioning system frame is designed to separate into one strand when removed. It is recommended that the frame is removed from the same size trocar from which it was inserted. Continue to remove the echo 2¿ positioning system frame by pulling it through the trocar and out of the abdomen. Should additional information be obtained, a supplemental emdr will be submitted. Not returned.

Event description:
A surgeon reported that he was in a case and observed another surgeon using the ventralight st w/ echo 2 device. This surgeon alleges that the frame was coming off in pieces (four struts pulled off). The contact provided no additional information. There was no alleged adverse patient outcome reported as a result of the problem experienced.